Event description:
It was reported to tyco healthcare/kendall on june 26, 2008 that a customer had a problem with a prefilled syringe. Customer reports that a patient had a recent hospitalization after having her labs checked and having a heparin lock. Her labs appeared fine that day, and they went home from the hospital. That night the patient began experiencing severe stomach pain and fever, and this was the second time in a four week period that she had been experiencing severe abdominal cramping. Patient was seen at hospital and received IV antibiotics, culturing, and a bowel x-ray, but did not culture anything known. The hospital also noted low hemoglobin counts and blood products were administered. The patient was diagnosed with "constipation". Patient did have two accesses where she presented with severe abdominal pain, fever, and required hospitalization within a few hours of the access.

Manufacturer narrative:
An investigation is underway. Upon completion, the results will be forwarded.